Manufacturer narrative:
(B)(4). MFR awaiting product return for further eval.

Event description:
Pt self-tester reports: on (B)(6) 2009, inr of 1.5 on the protime instrument. Immediate retest on the protime instrument and got an inr of 4.7. The samples were from 2 different finger sticks. On (B)(6) 2010, customer brought his instrument to the coumadin clinic and the protime result was 2.3 and the clinic's coaguchek xs result was 3.6. Reference range: 2.5 -3.5. No adverse event or change in treatment.